Event description:
Patient with implantable intrathecal programmable morphine pain pump since 2017. Patient began to have difficulty with the pump in (B)(6) 2019 with change in the amount of effectiveness. Team & patient agreed to interrogate the intrathecal section and replace the pump. Tissue found inside the pain pump per surgeon.